Event description:
The manufacturer received information alleging "in order to pour water into the humidifier chamber while the ventilator was being used by the patient, the circuit was disconnected from the chamber." After "the chamber was reconnected to the chamber to use the humidifier, a ventilator inoperative alarm occurred and the device stopped operating. The patient's family started to perform manual ventilation." The patient has amyotrophic lateral sclerosis (als) disease. A sales rep arrived at the patient's home and "found that a nurse was there, and that the manual ventilation was continuously being performed". "The nurse reported that the spo2 which was usually 97-99% dropped to 96% at the time of manual ventilation". Additional information from the field indicated that "there was no change in the patient's condition before and after the event." There was no harm or injury reported. The device was replaced with another ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during a check of the device. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board and blower assembly were replaced to address the issue.